Manufacturer narrative:
The investigation into the pump kinking and being removed by a snare is on-going. Upon completion of the investigation, a final report will be filed.

Event description:
An impella cp was placed for hemodynamic support of a patient who had arrested at home. He was given CPR and treated for ventricular fibrillation. The cp pump came out of position after 6 hours of support. When the medical team attempted to re-position the pump, the pump became kinked and was removed by a snare.

Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The impella product was returned and damage to the catheter and the reported kink in the cannula could be seen. It is possible that force was used in the attempted repositioning of the cp. It is also possible that some of the damage occurred during the CPR itself. Wirelessly recrossing the aortic valve is not permitted per IFU. The cause of the pump needing to be explanted via snare was the kink/damage at pump repositioning. This was a user error of improper technique. The failure mode will be monitored and trended.